Event description:
A pt implanted with plate and screws on an unk date, was returned to the operating room on (B)(6) 2012, for removal of hardware due to non-nion and screw breakage. Pt was revised to new hardware. This report is #5 of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.